Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. The work order indicates: operational and diagnostic analysis confirmed reported issue of the handpiece wouldn't function at all as the unit would not respond to buttons being pressed due to a corroded pcb, shorted cable, and seized motor. Additionally, the silicone buttons were worn and the button cover was heavily scratched. Device disassembled and decontaminated during initial evaluation. Performed repair as identified in the investigation by replacing the cable assembly, motor, keypad pcb, silicone buttons, and button cover. Performed replacement of internal seals and valve screws. Performed decontamination of spare parts per the service manual prior to placement into the device. The repair and testing of the unit was completed, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The shorted cable and the seized motor are the root causes of this failure. This complaint can be confirmed. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 6-13-2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via (B)(4) tool that it was communicated to the rep that during a shoulder repair procedure, the micro tornado handpiece with hand controls would not function at all. Several trouble shooting techniques were attempted without success. The handpiece was replaced with a readily available replacement and the case was successfully completed without patient harm or surgical delay.